Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented with a significant driveline infection. It was also reported that while the lvad has not shown any signs of a device malfunction, the percutaneous lead was visibly kinked and twisted in several areas. The patient remains under observation in the hospital awaiting a decision by the hospital whether to exchange the lvad with another lvad.